Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that rad gain calibrations were performed on the imaging system on the event date. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, there were grainy image acquisitions being generated by the imaging system. It was reported that the site used the images for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.